Event description:
Reporter indicated that the patient's vns had stopped delivering therapy and the pt would be having surgery to replace the vns generator. It was noted that the patient's medication had been increased to maintain seizure control. The surgery has taken place, however, the reporter stated that the vns lead and generator had been replaced due to high impedance found during diagnostics prior to the operation. No lead breaks were seen during surgery. No trauma is believed to have occurred. Attempts for the specific diagnostics have been unsuccessful to date. The explanted vns lead and generator have been returned and are currently undergoing analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.